Event description:
It was reported that during preparation of the 4.0 x 20 mm nc trek dilatation catheter, the hub snapped off outside the patient anatomy. The device was not used and there was no patient involvement. A second nc trek was then used without difficulty. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.